Event description:
It was reported that following initial implant, the right ventricular lead (rv) demonstrated stable and appropriate electrical parameters. However, within 24 hours, there was reduced r-wave sensing, decreased impedance, and elevated pacing thresholds, prompting lead revision procedure. During revision, the rv lead measures continued to appear abnormal prior to repositioning. After repositioning, testing via the pacing system analyzer (psa) showed normal and acceptable parameters. However, once the lead was connected to the implanted device, electrical measurements again became inconsistent. Upon connecting a new device, measurements were consistent with psa findings. The device was explanted and replaced. The patient was in stable condition.